Event description:
There were no instructions in the box. She purchased at a store the day before and there was no wrapping around the item. The box was loose and it was the last one. Her son-in-law installed it and he placed it on top of the toilet with the black part on the outside of the toilet instead of inside of the toilet. The right arm came loose and the toilet seat started rocking. She fell and broke her right hip. She called her daughter who called the ambulance for her. She had to have a partial hip replacement and has been in the hospital and rehabilitation centers until the end of november. Date of purchase was (B)(6) 2021. It is believed the date of event was reported incorrectly to compass health brands due to the date of purchase and information provided by the end-user. Attached to filing: artwork of retail packaging. The instructions are on the outside of the retail box itself. Step 1. Shows the arms are to be clicked into place. Step 2. Shows how to set it upon the toilet. Step 3. Shows how to turn the dial to lock it onto the toilet. Step 4. Shows to have the inside of the locking mechanism inside the toilet bowl and to turn the dial to the right to lock. Attached to filing: warning label insert. Fourth bulletin states the following: before use always check that the device is stable. Do not use the device if it is unstable or not installed properly. Sixth bulletin states the following: devices with armrests contain handles that are not intended to support the user's whole weight. The last bulletin states the following: conduct weekly maintenance/inspections to check hardware (if applicable), check locking mechanisms (if applicable), and check that device is installed in a stable manner.

Event description:
Updated information from claimant: -the package was not protected in any way, it was the last item on the shelf -claimant's son-in-law installed the product on her toilet. -claimant alleges there were no instructions on the box or inside the box on how to install the seat. -she said that the seat was wobbley but she used it any way. -she was rocking back and forth trying to get it to be more secure when she fell striking the wall and the floor. -she crawled to the other room to call her daughter. -her daughter came and she stayed the night at her daughter's home. -while at her daughter's claimant said that she got up to use the restroom and fell. -it was not until after this second fall that she went to the hospital. -hospital discovered she had a broken hip and femur. -surgery was at tri point hospital, she also stayed at 2 different rehab facilities. -claimant says she was living on her own in a 3,000 sq ft home and she could no longer take care of it b/c of this injury so she was forced to sell her home and is now living in a 3 bedroom apartment. Inspection of device: after thoroughly documenting and measuring the current state of the toilet seat, we derived the following conclusions: first, the toilet seat was tightly secured to the seat within richardson's home for some period of time. This conclusion stemmed primarily from the deformed ribbing on the clamp (referenced in photograph nos. 8 and 9). Next, a close look at the brackets and handles/spring buttons provided numerous takeaways. Each of the seat's four brackets was affixed by two screws. However, the front right bracket was loose and would wiggle when prompted. Conversely, the other brackets were all firmly secured to the toilet seat. Wear mark differences in the front and rear right brackets were also informative. The rear right bracket's internal wear marks indicated that the rear portion of the right handle was secured with the spring button in the outermost hole on the bracket. Conversely, the inside of the front right bracket revealed wear markings suggesting that the front portion of the right handle was inserted into both the innermost and outermost bracket holes at different times. With respect to the handles, the left handle was firmly secured to the toilet seat at all times. It was locked into the outermost holes for the left-side brackets, as can be seen on the left side of photograph no. 11. However, a comparison of the markings upon the front and rear portions of the right handle, itself, suggests that the rear portion was exclusively placed into the outermost hole for the right rear bracket, whereas the front portion of the handle was, at different times, placed into both the innermost and outermost holes for the right front bracket. Wear marks on the front portion of the right handle, as well as markings on that portion's spring button, tell a different story for the front part of the handle. First, the wear marks on the front portion of the right handle, when aligned with the bracket, show that it was placed into both bracket holes. The green arrow in photograph nos. 15 and 16 points to the same markings referenced on the rear portion of the right handle in photograph no. 13 - it shows that the handle was placed into the outermost bracket hole for at least some period of time. However, note the wear markings indicated by the two red arrows. Both markings suggest that the handle was inserted further into the bracket and intended to be locked within the innermost hole. Indeed, such markings would not be present if the spring button was placed only into the outermost bracket hole. Also relevant is an examination of the spring button. Unlike the rear right spring button, which contained a clear black ring, the front right spring button contained no such mark and instead reflected heavy and inconsistent wear. So while the black ring on the rear spring button suggests that button was firmly locked into the rear right bracket at all times, extensive wear-down on the front spring button suggests that it may not have been perfectly locked into either of the front right bracket holes. Furthermore, the general condition of the right handle was also informative. Unlike the left handle, which fit perfectly into both brackets on the left side of the toilet seat, the right handle was deformed to the point where it could not fit properly into the two right brackets. Take a look a photograph no. 18, which depicts the right handle aligned with the left handle. As such, it is reasonable to conclude that, because the front portion of the right handle was potentially either (I) not properly locked in at all or (ii) improperly locked in by the spring button being placed into the innermost right front bracket hole when the rear spring button was only placed into the outermost right rear bracket hole, the handle likely sustained an application of force from the user, began to dislodge from the right front bracket (and therefore caused the right front bracket to loosen and wiggle), and bent to the point where it became deformed. It then broke away from the toilet seat completely and caused richardson to fall off.